Event description:
On 10/15/96, a MFR rep was present for a routine post-op nuclear perfusion study. During the provision study, when the nurse accessed the device, it appeared as though the fluid was only pooling around the device sideport. The pt was taken to interventional radiology where again it was confirmed that the solution was only pooling around the device sideport. At that time, a MFR nurse was contacted who suggested that dye be injected through the device sideport, following all cautions, in an effort to detect the problem. The dye study was performed and the device sideport filled but the device catheter did not. The interventional radiologist stated that there did not seem to be any arterial pressure. The MFR felt that this event was due to an occlusion of a vessel or haptic artery thrombosis.